Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose. The customer¿s high blood glucose level was over 400 mg/dl and low blood glucose was 34 mg/dl. The other relevant blood glucose levels were 65 to 86 mg/dl, 300 mg/dl,100 mg/dl, 200 mg/dl, 240 mg/dl, 250 mg/dl. The customer¿s low blood glucose was treated with the milk and crack. The customer reported that insulin pump had hardware low level failure alarm after the self test. The customer was able to clear the alarm and able to rewound the insulin pump. It was reported that the self test and the displacement test were passed. The customer offered troubleshoot for the high and low blood glucose. It was unknown whether customer was using the auto mode or not. The device will be returned for the analysis.